Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a defective downstream occlusion sensor. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump displayed downstream occlusion at the end. The issue occurred during infusion. There was no reported patient involvement and harm.